Event description:
Case reference number (B)(4) is a spontaneous report sent on 02-sep-2024 by a physician concerning a female patient of an unknown age. Additional information was received on 06-sep-2024 by the same reporter. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2024, the patient received treatment with sculptra to unknown location (unknown amount, lot number, injection technique and needle type). During the sculptra injection, the patient experienced severe anaphylaxis (anaphylactic reaction). The physician reported that the patient survived but had to go to the hospital. Treatment for the adverse event was not reported. On 06-sep-2024, the reporting physician sent photos of the patient. Outcome at the time of the report: anaphylaxis was unknown.

Manufacturer narrative:
Company comment: the serious event of anaphylactic reaction was considered expected and possibly related to the treatment. Seriousness criteria includes the need for hospitalization to prevent permanent damage. The likely root cause includes the patient's hypersensitivity to the product. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and indicate a possible involvement of the product. Lot number was not reported, and the product could not be verified. A comprehensive follow-up on the lot number, as well as additional details regarding the treatment procedure and the sequence of events, is necessary. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the curretly performed investigations.